Event description:
It was reported that the patient cannot get the stimulator to work with the recharger or the patient programmer. It was noted that the issue had been happening for a while and the patient has not been able to contact the healthcare provider for three months. It was further reported there was a communication problem. It was also reported the patient had not felt stimulation in over a year and the patient saw another manufacturer representative (rep) 9 months prior to report and was unable to resolve the issue at that time. It was reported the rep thought the device may have hit the 3 strike mark. Additional information received reported there were telemetry issues. It was reported the manufacturer representative (rep) did a physician more recharge but the patient thought the ins was flipping on them and they could "literally" flip the device. It was reported the ins was in the front and when the patient sat it was in a "crease". It was reported the reason the patient stopped using therapy was because it was in their waist and flipping around. It was reported the patient did not want to stay for the physician mode recharge to be completed and the patient was to finish it at home and make an appointment with the doctor to check the device position. It was noted the neurostimulator had been in overdischarge for a year. It was logged the patient was experiencing no stimulation.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the outcome of the patient is unknown and the cause of the allegation is unverified. The ins 37711 remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins 37711. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins 37711 is inconclusive because of insufficient event information. Continuation of concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 355029, lot# n095022, implanted: (B)(6) 2009, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).